Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation between the assembly of the tubing and the second y-site clearlink in the downstream part. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary tubing of the unspecified quantity of clearlink system continu-flo solution sets disconnected from the bonding area to the y-site. This occurred during set up, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.